Event description:
The user's hearing performance with the device is affected. Re-implantation is considered, if the user's health status allows surgery. Otherwise, monitoring performance with the current device will continue.

Manufacturer narrative:
Additional information; according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation might be considered.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered, if the user's health status allows surgery. Otherwise, monitoring performance with the current device will continue.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.